Event description:
It was reported that the user observed large air bubbles forming in the remaining insulin within multiple ilet cartridges, despite following cartridge change procedures, and experienced episodes of hyperglycemia; the user fills cartridges with cold insulin and has also observed bubbles with room-temperature insulin, and replacement cartridges were provided with education on supply change technique. Symptoms included hyperglycemia without reported associated symptoms. Outcomes included no alerts or alarms and no medical interventions or hospital care. Investigation included troubleshooting and education on proper cartridge handling, including using room-temperature insulin, and replacement supplies were shipped for continued monitoring. Investigation of this case revealed that the cause of the bubbles and resulting hyperglycemia remained unclear, with no device alarms or confirmed device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.